Manufacturer narrative:
Device used for treatment, not diagnosis. Other UDI: (B)(4). Device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed: DHR review: part number: 09.402.026s, synthes lot number: 690553,5 supplier lot number: n/a, expiration date:30-nov-2017, release to warehouse date: 28-dec-2012, manufacturer: synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Manufacturing location: supplier (B)(4). Packaged by: (B)(4). Manufacturing date: 28-jan-2012. Expiration date: 30-nov-2017 . Part #: 09.402.026s, lot#: 6905535 (sterile) - 26mm cocr radial head standard height/13.5mm - sterile. Quantity 35. Component parts reviewed: part 21022 lot 5317556 received from (B)(4). Product certification received from (B)(4) met specification. Raw material receiving/putaway checklist met requirements. Part 41060 lot 6947689 were reviewed. Lot was received from (B)(4). Raw material receiving/putaway checklist met requirements. Certificate of compliance received from (B)(4) meet specification. Inspection sheet for incoming final inspection: a met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: (B)(4), (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a removal of a radial head prothesis that was implanted in 2015 was explanted on (B)(6) 2017 at 8:00am. No other information provided. The radial head was removed due to infection and the devices being loose. This complaint is for two (2) devices this report is 1 of 2 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.